Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the ventricular channel resulting in inappropriate pacing. Review of device data determined there were high out of range shock impedance measurements attributed to calcification of the lead and out of range amplitudes. Rhythmcare provide programming options and recommended performing an x-ray. This device remains in service. No adverse patient effects were reported.